Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50 cm.

Event description:
A report was received that the patient was experiencing extended ipg charging and had high impedances on one entire lead. The patient will undergo a revision procedure for the lead and a battery replacement.

Manufacturer narrative:
Additional information was received that the patient's battery would not hold a charge. The patient underwent a revision procedure wherein the lead and ipg were replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as it were kept by the medical facility.

Event description:
A report was received that the patient was experiencing extended ipg charging and had high impedances on one entire lead. The patient will undergo a revision procedure for the lead and a battery replacement.